Event description:
The surgeon reported that during four procedures on the same day, leakage from the valved trocar cannula occurred because valve could not be closed. The intraocular pressure became temporarily unstable. The surgeries were completed without exchanging the product. No additional information is expected.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause cannot be determined because a sample was not returned. (B)(4).